Event description:
It was reported that the lead was explanted because of inappropriate shocks caused by oversensing, due to noise. Upon explant, it was not possible to completely retract the helix into the lead. No patient complications were reported as a result of this event. This event was detected during a patient follow-up.

Event description:
It was reported that the lead was explanted because of inappropriate shocks caused by oversensing due to noise. Upon explant, it was not possible to completely retract the helix into the lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: further analysis determined the distal conductor of the lead was fractured. Only the distal segment was received for analysis. Other: it was reported that the lead was explanted because of inappropriate shocks caused by oversensing due to noise. Upon explant, it was not possible to completely retract the helix into the lead. No patient complications were reported as a result of this event. This event was detected during a patient follow-up. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event. Oversensing, retract, failure to, shock, inappropriate, noise.